Event description:
The customer reported hard drive errors. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call due to repair cost. This MDR is related to ge healthcare complaint.